Event description:
It is reported that the patient has a button error on their insulin pump and the keypad will not work. Patient's blood glucose level is at 107 mg/dl. Trouble shooting is conducted. Device is being returned. No further information available.

Manufacturer narrative:
A cracked reservoir tube lip, minor scratches on the display window and a cracked case near the display window corners were noted during the visual inspection. The insulin pump had no button response due to an open connector on the display board.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).